Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstruation issues"). The patient was treated with surgery (total hysterectomy). At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device - location of device") and pelvic pain ("severe pelvic pain/ pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included abdominal distension, abdominal pain, crohn's disease, haematochezia and menometrorrhagia. Concomitant products included docusate sodium (colace), ibuprofen, iron, paracetamol (acetaminophen) and vicodin (norco). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)") and vaginal infection ("infection (vaginal)"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"). The patient was treated with surgery (robotic total hysterectomy with bilateral salpingectomy) and surgery (total hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, menstrual disorder, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, depression and anxiety outcome was unknown and the pelvic pain had resolved. The reporter considered anxiety, cystitis, depression, device dislocation, menorrhagia, menstrual disorder, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results: on (B)(6) 2016, x-ray abdomen, clinical history: abdominal distention. Findings: metallic densities present overlying the pelvis, may be due to prior tubal sterilizations. On (B)(6) 2016, surgical pathology report: uterus, bilateral fallopian tubes - chronic endocervicitis with squamous metaplasia. - myometrium with focal superficial adenomyosis. - bilateral fallopian tubes with essure devices in place. Gross: fallopian tubes ¿ sectioning reveals metal coil inserts in the lumens of both fallopian tubes. Cervix was coated and a smooth purple-grey mucosa. Uterus slightly enlarged. No other pathology found. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, pelvic pain. Most recent follow-up information incorporated above includes: on 16-aug-2018: pfs received. New events added- depression and mental anguish. Event outcome of severe pelvic pain/ pain was updated as recovered/resolved. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device - location of device") and pelvic pain ("severe pelvic pain/ pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included abdominal distension, abdominal pain, crohn's disease, haematochezia and menometrorrhagia. Concomitant products included docusate sodium (colace), ibuprofen, iron and vicodin (norco). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)") and vaginal infection ("infection (vaginal)"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"). The patient was treated with surgery (robotic total hysterectomy with bilateral salpingectomy) and surgery (total hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pelvic pain, menstrual disorder, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection and vaginal infection outcome was unknown. The reporter considered cystitis, device dislocation, menorrhagia, menstrual disorder, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results: on (B)(6) 2016, x-ray abdomen, clinical history: abdominal distention. Findings: metallic densities present overlying the pelvis, may be due to prior tubal sterilizations. On (B)(6) 2016, surgical pathology report: uterus, bilateral fallopian tubes chronic endocervicitis with squamous metaplasia. Myometrium with focal superficial adenomyosis. Bilateral fallopian tubes with essure devices in place. Gross: fallopian tubes ¿ sectioning reveals metal coil inserts in the lumens of both fallopian tubes. Cervix was coated and a smooth purple-grey mucosa. Uterus slightly enlarged. No other pathology found. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, pelvic pain. Most recent follow-up information incorporated above includes: on 2-mar-2018: pfs and medical record received. Reporter information, patient¿s demographic information, relevant history and lab data updated. Essure removal date (B)(6) 2016 was added. Events device dislocation, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection were newly added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device - location of device") and pelvic pain ("severe pelvic pain/ pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not performed". Medical conditions: on (B)(6) 2016, surgical pathology report: uterus, bilateral fallopian tubes. - chronic endocervicitis with squamous metaplasia. - myometrium with focal superficial adenomyosis. - bilateral fallopian tubes with essure devices in place. Gross: fallopian tubes ¿ sectioning reveals metal coil inserts in the lumens of both fallopian tubes. Cervix was coated and a smooth purple-grey mucosa. Uterus slightly enlarged. No other pathology found. Concurrent conditions included abdominal distension, abdominal pain, crohn's disease, haematochezia and menometrorrhagia. Concomitant products included docusate sodium (colace), hydrocodone bitartrate;paracetamol (norco), ibuprofen, iron, medroxyprogesterone acetate (depo provera) from june 2015 to august 2016 and paracetamol (acetaminophen). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)") and vaginal infection ("infection (vaginal)"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"). The patient was treated with surgery (robotic total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, menstrual disorder, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, depression and anxiety outcome was unknown and the pelvic pain had resolved. The reporter considered anxiety, cystitis, depression, device dislocation, menorrhagia, menstrual disorder, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on (B)(6) 2016: metallic densities present overlying the pelvis, may be due to prior tubal sterilizations. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, pelvic pain. Most recent follow-up information incorporated above includes: on 26-nov-2018: plaintiff fact sheet received. Other relevant history updated. Event added: essure confirmation test not confirmed. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device - location of device") and pelvic pain ("severe pelvic pain/ pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included abdominal distension, abdominal pain, crohn's disease, haematochezia and menometrorrhagia. Concomitant products included docusate sodium (colace), ibuprofen, iron and vicodin (norco). On (B)(6) 2015, the patient had essure inserted. In july 2015, the patient experienced cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)") and vaginal infection ("infection (vaginal)"). In january 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In june 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"). The patient was treated with surgery (robotic total hysterectomy with bilateral salpingectomy) and surgery (total hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, menstrual disorder, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection and vaginal infection outcome was unknown and the pelvic pain was resolving. The reporter considered cystitis, device dislocation, menorrhagia, menstrual disorder, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results: on (B)(6) 2016, x-ray abdomen, clinical history: abdominal distention. Findings: metallic densities present overlying the pelvis, may be due to prior tubal sterilizations. On (B)(6) 2016, surgical pathology report: uterus, bilateral fallopian tubes chronic endocervicitis with squamous metaplasia. Myometrium with focal superficial adenomyosis. Bilateral fallopian tubes with essure devices in place. Gross: fallopian tubes ¿ sectioning reveals metal coil inserts in the lumens of both fallopian tubes. Cervix was coated and a smooth purple-grey mucosa. Uterus slightly enlarged. No other pathology found. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Outcome of event severe pelvic pain/ pain was updated to recovering / resolving incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.